Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that the patient received the nail on (B)(6) 2015. On (B)(6) 2015 the x-rays showed that the nail was broken in the region of the lag screws junction. Revision surgery was planed. No follow up information was received about revision surgery. Patient is suffering from dementia, therefore it could be that patient fell on floor and that led to breakage. No follow-up information received confirming that the patient had a traumatic event. One x-ray has been returned with no date. It showed clearly the broken nail: breakage occurred where the lag screw is usually inserted (lag screw hole). The bone was broken some cm below the lag screw hole. The exact location was difficult to determine. The reason/traumatic event for the implantation of the nail was unknown, therefore it was not possible to know if the bone fracture occurred because of non-complete osteosynthetic process. No other documents were provided. Devices analysis: devices analysis could not be performed as no product was available for investigation. Possible causes for the reported event: breakage of implant due to inadequate design of mating components. Breakage of implant due to lack of adequate fatigue strength. Breakage of implant due to lack of adequate fatigue strength due to anodization. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end). Breakage of implant due to general corrosion (crevice, pitting, galvanic). Breakage of implant due to the implant therapy is performed not as indicated. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to mal-reduction of the fracture. Breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. Comparison to investigation results whether it is possible and justification: not possible as a systemic issue with design and/or material properties would have been detected within the complaint summary. Possible as breakage surface could not be analyzed, therefore it cannot be excluded. Possible as breakage surface could not be analyzed, therefore it cannot be excluded. Not possible as a systemic issue with design and/or material properties would have been detected within the complaint summary. Not possible as no corrosion has been reported. Despite no product has been returned, this can be excluded. Possible as it was suspected that patient fell on floor or/and had traumatic event. Possible as no x-rays were provided right after primary implantation. Therefore it cannot be excluded. Possible as neither post operative x-rays and surgical reports nor patient history, patient bmi, activity level etc.., were returned for investigation. Therefore it cannot be excluded. Possible as product was not returned and could not be analyzed. Therefore it cannot be excluded. Possible as it was suspected that patient fell on floor or/and had traumatic event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Cit was reported, that the patient was implanted a znn cmn nail 10mmx21.5cm 125r on (B)(6) 2015 on the right side. A breakage of the nail was found on (B)(6) 2015. A revision surgery is planned.